Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and behcet's syndrome ("behcet's vasculculitis") in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nuvaring since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, arthralgia and myalgia outcome was unknown. The reporter considered allergy to metals, arthralgia, behcet's syndrome, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, ovarian cyst, pelvic pain, rash pustular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- lot number added, events behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, arthralgia and myalgia were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and behcet's syndrome ("behcet's vasculculitis") in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus and biliary dyskinesia. Concomitant products included colchicine, fexofenadine (allegra), montelukast (singulair), nabumetone (relafen), nuvaring since 2011, omeprazole (prilosec), pulmocortison iny and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue and ovarian cyst outcome was unknown. The reporter considered allergy to metals, arthralgia, behcet's syndrome, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, ovarian cyst, pelvic pain, rash pustular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-oct-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and behcet's syndrome ('behcet's vascularitis') in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, multigravida, parity 2 and pregnancy. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus, biliary dyskinesia, perimenopause, back pain, endometriosis of ovary and pelvic adhesions. Concomitant products included colchicine, dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), ethinylestradiol;etonogestrel (nuvaring) since 2011, fexofenadine hydrochloride (allegra), montelukast sodium (singulair), nabumetone (relafen), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), myalgia ("muscle pain"), pulmonary fibrosis ("scarring lungs"), asthma ("asthma"), autoimmune disorder ("autoimmune disease"), dry skin ("does anyone else have a ridiculously dry face since their hysterectomy"), rosacea ("essure caused me rosacea"), acne ("I used to have acne vulgaris bad") and uterine enlargement ("what essure had done to my uterus(enlarged)") and was found to have biopsy breast ("breast biopsy in two week because I have a suspicious lump"), neoplasm malignant ("cancer") and benign breast neoplasm ("benign tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal hemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, pulmonary fibrosis, asthma, autoimmune disorder, biopsy breast, neoplasm malignant, benign breast neoplasm, dry skin, rosacea, acne and uterine enlargement outcome was unknown. The reporter considered acne, allergy to metals, arthralgia, asthma, autoimmune disorder, behcet's syndrome, benign breast neoplasm, biopsy breast, dry skin, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, neoplasm malignant, ovarian cyst, pelvic pain, pulmonary fibrosis, rash pustular, rosacea, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: final microscopic diagnosis. Bilateral ovaries - 1) smaller ovary (2.5 cm diameter) - benign ovary showing follicular cysts and a hemorrhagic cystic. Corpus luteum. 2) larger ovary (4.0 cm diameter) - benign ovary showing follicular cysts and hemorrhage. Gross description: received are two ovaries and a segment of ovarian tissue. The smaller ovary measures 2.5 x up to 1.5 x 2 cm with a smooth glistening serosal surface. Serial sections show several cysts within the parenchyma. The larger ovary measures 4 x up to 3 x up to 2 cm and has a disrupted roughened serosal surface which is mottled purple to dark brown. Serial sectioning shows several cysts in the parenchyma. Clinical history: endometriosis of ovary, pelvic pain specimen(s) received: bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2018: technique: routine pelvic ultrasound protocol employed. Transabdominal. Transducer used for evaluation of general pelvic anatomy uterine and ovarian size, transvaginal transducer used for evaluation of the , endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Impression: 1. Complex cystic lesion measuring 3.2 cm x 3 cm in the right ovary with. Internal septations noted. 2. Smaller complex lesion seen in the left ovary measuring 2.7 cm x 2 cm. It is not as well-visualized. 3. Status post hysterectomy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, ovarian cyst. The following information was received from social media: scarring lungs, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. On 24-feb-2020: pif received. Essure removal date was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and behcet's syndrome ("behcet's vasculculitis") in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus and biliary dyskinesia. Concomitant products included colchicine, fexofenadine (allegra), montelukast (singulair), nabumetone (relafen), nuvaring since 2011, omeprazole (prilosec), pulmocortison iny and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue and ovarian cyst outcome was unknown. The reporter considered allergy to metals, arthralgia, behcet's syndrome, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, ovarian cyst, pelvic pain, rash pustular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-oct-2011: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2018: update of quality-safety evaluation of ptc( FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and behcet's syndrome ('behcet's vasculculitis') in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, multigravida, parity 2 and pregnancy. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus, biliary dyskinesia, perimenopause, back pain, endometriosis of ovary and pelvic adhesions. Concomitant products included colchicine, dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), ethinylestradiol;etonogestrel (nuvaring) since 2011, fexofenadine hydrochloride (allegra), montelukast sodium (singulair), nabumetone (relafen), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), myalgia ("muscle pain"), pulmonary fibrosis ("scarring lungs"), asthma ("asthma"), autoimmune disorder ("autoimmune disease"), dry skin ("does anyone else have a ridiculously dry face since their hysterectomy"), rosacea ("essure caused me rosacea"), acne ("I used to have acne vulgaris bad") and uterine enlargement ("what essure had done to my uterus(enlarged)") and was found to have biopsy breast ("breast biopsy in two week because I have a suspicious lump"), neoplasm malignant ("cancer") and benign breast neoplasm ("benign tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, pulmonary fibrosis, asthma, autoimmune disorder, biopsy breast, neoplasm malignant, benign breast neoplasm, dry skin, rosacea, acne and uterine enlargement outcome was unknown. The reporter considered acne, allergy to metals, arthralgia, asthma, autoimmune disorder, behcet's syndrome, benign breast neoplasm, biopsy breast, dry skin, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, neoplasm malignant, ovarian cyst, pelvic pain, pulmonary fibrosis, rash pustular, rosacea, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: final microscopic diagnosis bilateral ovaries - smaller ovary (2.5 cm diameter) - benign ovary showing follicular cysts and a hemorrhagic cystic corpus luteum. Larger ovary (4.0 cm diameter) - benign ovary showing follicular cysts and hemorrhage. Gross description received are two ovaries and a segment of ovarian tissue. The smaller ovary measures 2.5 x up to 1.5 x 2 cm with a smooth glistening serosal surface. Serial sections show several cysts within the parenchyma. The larger ovary measures 4 x up to 3 x up to 2 cm and has a disrupted roughened serosal surface which is mottled purple to dark brown. Serial sectioning shows several cysts in the parenchyma. Clinical history: endometriosis of ovary, pelvic pain specimen(s) received: bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2018: technique: routine pelvic ultrasound protocol employed. Transabdominal transducer used for evaluation of general pelvic anatomy uterine and ovarian size, transvaginal transducer used for evaluation of the , endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Impression: 1. Complex cystic lesion measuring 3.2 cm x 3 cm in the right ovary with. Internal septations noted. 2. Smaller complex lesion seen in the left ovary measuring 2.7 cm x 2 cm. It is not as well-visualized. 3. Status post hysterectomy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, ovarian cyst. The following information was received from social media: scarring lungs, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: reporters were added. New events- dry skin, rosacea, acne, uterine enlargement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and behcet's syndrome ('behcet's vasculculitis') in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, multigravida, parity 2 and pregnancy. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus, biliary dyskinesia, perimenopause, back pain, endometriosis of ovary and pelvic adhesions. Concomitant products included colchicine, dexamethasone;diprophylline; tetracycline hydrochloride; trypsin (pulmocortison iny), ethinylestradiol;etonogestrel (nuvaring) since 2011, fexofenadine hydrochloride (allegra), montelukast sodium (singulair), nabumetone (relafen), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), myalgia ("muscle pain"), pulmonary fibrosis ("scarring lungs"), asthma ("asthma") and autoimmune disorder ("autoimmune disease") and was found to have biopsy breast ("breast biopsy in two week because I have a suspicious lump"), neoplasm malignant ("cancer") and benign breast neoplasm ("benign tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, pulmonary fibrosis, asthma, autoimmune disorder, biopsy breast, neoplasm malignant and benign breast neoplasm outcome was unknown. The reporter considered allergy to metals, arthralgia, asthma, autoimmune disorder, behcet's syndrome, benign breast neoplasm, biopsy breast, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, neoplasm malignant, ovarian cyst, pelvic pain, pulmonary fibrosis, rash pustular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: final microscopic diagnosis bilateral ovaries - 1) smaller ovary (2.5 cm diameter) - benign ovary showing follicular cysts and a hemorrhagic cystic corpus luteum. 2) larger ovary (4.0 cm diameter) - benign ovary showing follicular cysts and hemorrhage. Gross description received are two ovaries and a segment of ovarian tissue. The smaller ovary measures 2.5 x up to 1.5 x 2 cm with a smooth glistening serosal surface. Serial sections show several cysts within the parenchyma. The larger ovary measures 4 x up to 3 x up to 2 cm and has a disrupted roughened serosal surface which is mottled purple to dark brown. Serial sectioning shows several cysts in the parenchyma. Clinical history: endometriosis of ovary, pelvic pain specimen(s) received: bilateral ovaries. Ultrasound scan vagina - on (B)(6) 2018: technique: routine pelvic ultrasound protocol employed. Transabdominal transducer used for evaluation of general pelvic anatomy uterine and ovarian size, transvaginal transducer used for evaluation of the , endometrium, myometrial detail, and for detailed evaluation of the ovaries and adnexa. Impression: 1. Complex cystic lesion measuring 3.2 cm x 3 cm in the right ovary with. Internal septations noted. 2. Smaller complex lesion seen in the left ovary measuring 2.7 cm x 2 cm. It is not as well-visualized. 3. Status post hysterectomy. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, ovarian cyst. The following information was received from social media: scarring lungs, asthma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events autoimmune disease, breast biopsy in two week because I have a suspicious lump, cancer, benign tumor was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and behcet's syndrome ('behcet's vasculculitis') in a 39-year-old female patient who had essure (batch no. 855633) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation, multigravida, parity 2 and pregnancy. Previously administered products included for birth control: nuvaring and yaz. Past adverse reactions to the above products included adverse drug reaction with yaz. Concurrent conditions included arthritis, asthma, hyperlipidemia, type 2 diabetes mellitus, biliary dyskinesia, perimenopause, back pain, endometriosis of ovary and pelvic adhesions. Concomitant products included colchicine, dexamethasone;diprophylline;tetracycline hydrochloride;trypsin (pulmocortison iny), ethinylestradiol;etonogestrel (nuvaring) since 2011, fexofenadine hydrochloride (allegra), montelukast sodium (singulair), nabumetone (relafen), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash pustular ("rashes or skin conditions: pustules to back/ skin"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), mouth ulceration ("oral ulcers"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), arthralgia ("joint pain"), myalgia ("muscle pain"), pulmonary fibrosis ("scarring lungs") and asthma ("asthma"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia and myalgia was resolving and the behcet's syndrome, vaginal haemorrhage, menorrhagia, rash pustular, mouth ulceration, allergy to metals, dyspareunia, fatigue, ovarian cyst, pulmonary fibrosis and asthma outcome was unknown. The reporter considered allergy to metals, arthralgia, asthma, behcet's syndrome, dyspareunia, fatigue, menorrhagia, mouth ulceration, myalgia, ovarian cyst, pelvic pain, pulmonary fibrosis, rash pustular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: final microscopic diagnosis bilateral ovaries - 1) smaller ovary (2.5 cm diameter) - benign ovary showing follicular cysts and a hemorrhagic cystic corpus luteum. 2) larger ovary (4.0 cm diameter) - benign ovary showing follicular cysts and hemorrhage. Gross description received are two ovaries and a segment of ovarian tissue. The smaller ovary measures 2.5 x up to 1.5 x 2 cm with a smooth glistening serosal surface. Serial sections show several cysts within the parenchyma. The larger ovary measures 4 x up to 3 x up to 2 cm and has a disrupted roughened serosal surface which is mottled purple to dark brown. Serial sectioning shows several cysts in the parenchyma. Clinical history: endometriosis of ovary, pelvic pain specimen(s) received: bilateral ovaries. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ dyspareunia, pelvic pain, ovarian cyst. The following information was received from social media: scarring lungs, asthma. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- scarring lungs, asthma. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.